Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was investigated. As received, the charger was unable to power on. Upon evaluation, the power supply was defective. The cause of the failure is the defective power supply. The root cause of the defective power supply was unable to be positively determined. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger/modem sn (B)(4) and reported that the charger/modem would not power on.